Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis, therefore product analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that in a peripheral treatment procedure, a balloon rupture occurred. The lesion was in a moderately tortuous shunt(vein side). The 4.0mm x 40/40 over-the-wire sterling balloon catheter was inflated once and ruptured at 10 atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.